Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother stated that the issue occurred while switching transmitters. Patient's mother stated that she tried another sensor, closed all applications, removed all other bluetooth devices from smart device's setting and reset the smart device, which was unsuccessful. No additional patient or event information is available.